Event description:
It was reported that patient presented for chemotherapy treatment. Staff reported difficulty flushing line and on closer review fracture of the line noted at 2cm. PICC removed. Line inserted (B)(6) 2019.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample. A partially circumferential split was observed between the 1cm and 2cm depth markings. The split occurred within a permanent kink impression. Multiple additional kinks were observed in the vicinity of the split. The catheter kinked preferentially at the kink sites during manual manipulation. Microscopic inspection of the split revealed a granular fracture surface. Catheter buckling, material wear and discoloration were observed in the vicinity of the split. The fracture features were consistent with flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube, causing gradual fracture formation and propagation. The location of the damage suggested that catheter securement and maintenance techniques may have contributed. A lot history review (lhr) of redn0223 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that patient presented for chemotherapy treatment. Staff reported difficulty flushing line and on closer review fracture of the line noted at 2cm. PICC removed. Line inserted (B)(6) 2019.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking PICC is confirmed but the exact cause could not be determined from the photo samples provided. Two photo samples of a powerpicc solo catheter were provided for evaluation. The first photo samples show the proximal end of the catheter up to the 4 cm depth marker. A circumferential split appears to be present between the 1 and 2 cm depth marker. The spit characteristics cannot be clearly observed. The second photo shows the catheter being manipulated to intentionally kink the damaged region. The split is visible; however, the exact cause could not be clearly determined from the photos provided. Based on the description of the reported event and photos provided, possible contributing factors include material fatigue caused by repeated kinking and excessive manipulation. The product instructions for use (IFU) states, "avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort." A lot history review (lhr) of redn0223 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redn0223 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that patient presented for chemotherapy treatment. Staff reported difficulty flushing line and on closer review fracture of the line noted at 2cm. PICC removed. Line inserted (B)(6) 2019.